Event description:
Per review of medical records, approximately 3 years post transcatheter aortic valve replacement (tavr) procedure of a sapien 3 valve, the valve exhibited paravalvular aortic insufficiency. The patient also presented with progressive shortness of breath, chest discomfort, and mitral valve regurgitation with moderate stenosis. The mitral valve was replaced with a surgical valve. A decision was made to also explant the sapien 3 valve and replace it with a surgical valve. Post procedure, a transesophageal echocardiogram (tee) was performed and showed normal functioning of the mitral and aortic valves. The patient tolerated the procedure well.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak (pvl) and device explant are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was confirmed based on the medical records. A review of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, "approximately 3 years post transcatheter aortic valve replacement (tavr) procedure of a sapien 3 valve, the valve exhibited paravalvular aortic insufficiency and mitral valve regurgitation with moderate stenosis. The mitral valve was replaced with a surgical valve. A decision was made to also explant the sapien 3 valve and replace it with a surgical valve." In this case, the sapien 3 valve was noted to have been implanted within a homograft. It is likely that cardiac remodeling could have compromised the seal provided by the pvl skirt between the valve and target site, leading to the paravalvular leak as reported. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.